Manufacturer narrative:
(B)(4). The reported malfunction was troubleshot with the covidien technical support engineer over the telephone. The customer informed that the circuit breaker was open when he got it, and the compressor failed to pass the leak test in extended self-testing (est). The tse recommended to further inspecting for leaks, and the customer informed that the circuit breaker opened again. The tse suggested the sol 3 or compressor replacement.

Event description:
It was reported that during patient use, the ventilator compressor stopped cycling. The clinician reported that it went inoperable during a back-up power event in the hospital. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.